Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d4 ICD implanted: 2014-(B)(6); 6935m55 lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead had dislodged within one week post implant. Reprogramming was performed, and the lead was repositioned a few days later. The lead remains in use. No patient complications have been reported as a result of this event.